Event description:
User facility reported that the device was in use with pt starting at 11:45 am. The device check at 20:00 showed that the remaining syringe volume did not meet with expected volume (more had infused than was expected). The device was removed from use. Further info including device serial number has been requested from reporter with none received at this time. No adverse affects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.